Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a couple of days ago, they saw a code on their controller while charging, indicated the controller then shuts off, and was able to charge for a few minutes, but last night the rtm (recharger telemetry module) became hot. Patient called back and reported the same concern already recorded. Patient added that the recharger antenna got too hot that part of it melted. Agent sent a request to repair to replace the recharger.